Manufacturer narrative:
(B)(4).

Event description:
It was reported during a normal generator changeout, the lead was capped and replaced due to increased capture threshold and pacing lead impedance. The patient condition is stable.